Manufacturer narrative:
Updated h6 to reflect completion of the investigation.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting

Event description:
The following was reported to gore: on (B)(6) 2021, a patient presented with stenosis in the left external iliac artery and underwent treatment utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface device. The patient was undergoing a left kidney bypass with an open cut down over the left femoral artery. During the kidney bypass, the physician also intended to place a viabahn device in the left external iliac artery to treat a stenotic lesion. The viabahn device was successfully deployed across the lesion without issue. The physician then attempted to pass the sheath through the viabahn device, at which point its reported that the sheath grabbed the edge of the implanted endoprosthesis and pushed it forward and into the kidney bypass by approximately 2cm. The physician attempted to reposition the viabahn device by inserting a balloon and pulling the device back into place, but was unsuccessful. Because there was already a left femoral cut down as part of the kidney bypass, the physician decided to extend the cut down a bit higher and manually retrieve the viabahn device. This method was successful and the malpositioned device was explanted from the patient without further issue. The patient tolerated the procedure and is reported to be doing well.